Manufacturer narrative:
The pump alarmed rf pic failed during the self test due to a faulty component on the radio frequency board. The pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. Unable to complete the functional testing due to the alarm. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm rf pic failed self-test. Customer's blood glucose at time of incident was unknown. The customer was assisted in reviewing alarm history and the alarm received was rf pic failed self-test. The customer was explained the alarm and possible causes. The customer was advised that we are sending replacement pump.